Manufacturer narrative:
Section b3: event date is estimated.

Event description:
Related manufacturer report number: 3006705815-2024-01692. It was reported that the patient had experienced a double scs lead migration. The migrations were confirmed via x-ray. Surgical intervention was undertaken on (B)(6) 2024 wherein the patient's migrated leads were explanted, replaced, and therapy was restored.

Manufacturer narrative:
It was reported to abbott, a patient was experiencing a decline in pain relief. X-rays showed both leads had migrated. The patient underwent a revision where both leads were replaced. Effective therapy was established in recovery. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.